Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a loose connection. There were no reports of patient harm.

Event description:
It was reported that the camera head had a loose connection. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. However, it is identified that the cable unit was twisted, noise occurs and no image is displayed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.